Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. During the procedure, the balloon burst after six minutes of therapy. The controller unit turned off automatically and the procedure was aborted. There was no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.